Event description:
The lead was replaced on (B)(6). The patient was receiving good stimulation and having good pain relief. The lead was not going to be returned to the device manufacturer.

Manufacturer narrative:
Concomitant: lead 3487a-33, lot# j0348939v, implanted: 2003-(B)(6), explanted: 2013-(B)(6).

Manufacturer narrative:
Product ID 74001; product type adapter product ID 74001 lot# n397425, implanted: 2013 (B)(6); product type adapter product ID 748925 lot# serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3487a-33 lot# j0348939v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
The patient experienced no stimulation following device replacement surgery. The device was programmed to 60hz 360pw and 10.5v with all sorts of electrodes, single anodes, cathodes on top and bottom of lead and the patient continued to feel no stimulation. Multiple different positions were tried which made no difference. The current impedance measurements were normal. The patient was at the hospital getting an x-ray. The company representative was scheduled to see the patient in two weeks for a follow up. It was confirmed that surgical follow up was required and was scheduled for (B)(6) 2013. The x-ray was okay. The impedances were within normal range but on the higher end of normal. It was clarified that the impedances were in the 2,400-5,000ohms range after replacement. Specifically 01=2460, 02=4083, 03=5601, 12=2004, 13=3744, 23=2195. The surgical revision was going to be needed to assess the lead and extension.